Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the head snapped off the holding pin of the validation tool. Pieces were retrieved from inside the patient. No further injury was reported, and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. This failure seems to be consistent with a known issue of broken spikes previously reported for this part number. Previous investigations were opened to address the issue related to broken drive pins and consequently a recall was initiated. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.